Event description:
It was reported via a user facility medwatch that the upper jaw of an arthroscopy grasper broke off into the pt's right knee joint. It was unable to be retrieved. The tip of the grasper was seen on x-ray in 2005.